Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t wave oversensing. No intervention was performed. There were no patient consequences.